Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure, laparoscopic supracervical hysterectomy and bso on (B)(6) 2011. Within weeks following the procedure, the patient experienced pain, a yeast infection, a brown, foul-smelling discharge, vomiting, and painful intercourse . The patient was placed on multiple antibiotics for infection. The patient underwent a vaginal mesh erosion repair procedure on (B)(6) 2011. Following the surgery, the patient experienced urinary frequency, nausea, and vomiting. The patient had a scheduled appointment with a urologist on (B)(6) 2011. Currently, the patient still complains of severe pain near her belly button, a swollen bladder, and she stated that approximately one eighth to one quarter of an inch of mesh is hanging out. She continues to leak urine. The patient also reported that she had lost over ten pounds within the last two months. The physician opines the cause and contributing factors for the reported infection and mesh exposure is poor tissue healing, however, it is unclear if the patient had an infection. The patient had seen multiple doctors. Additional clarification has been requested from the physician. The physician stated the current general condition of the patient is good.

Manufacturer narrative:
(B)(4). Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01668. The same patient is represented in each medwatch.